Manufacturer narrative:
(B)(4). (B)(4). Factors that can affect a loose stent/stent movement prior to use include improper or inadequate crimping at the time of manufacture, positive pressure during product prep, negative pressure during sheath removal, forced sheath removal, or handling of the stent during product prep. If significant pressure is inadvertently applied during removal of the protective sheath, the stent can become disrupted on the balloon and may cause the stent to become loose, facilitating stent movement. All sds are 100% visually inspected online. A definitive cause cannot be determined.

Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to pt injury. Device issue: loose stent. It was reported that the stent moved slightly distal on the balloon prior to an attempt to use the device. Reportedly, there was no pt involvement. No add'l event or pt info is available.